Event description:
Ft4 result of > 7.77 ng/dl on one patient sample when tested on the elecsys 2010 system. Same sample repeated using different methodology recovered 1.35 ng/dl. Result generated on the elecsys 2010 system has been verified. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.